Manufacturer narrative:
The lead was returned due to patient death. As received, a partial lead (only the connector) was returned in one piece for analysis. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual inspection of the lead did not find any anomalies except for damages consistent with procedural damage.

Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient died on (B)(6) 2026 due to staphylococcus aureus bacteremia. No further information was provided.